Event description:
It was reported that the patient woke up the night prior to the report throughout the night having to urinate ten to twelve times. The patient stated that it was like she had a urinary tract infection (uti), but it was just urgency and no burning. The patient noted that she had the device placed for bowel, but she was a victim of uti¿s. The patient asked if this could be related to her device. The following day it was reported that the patient was diagnosed with a uti the day prior to the report. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot# va0e06j, implanted: 2014 (B)(6); product type lead. (B)(4).